Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, calibration was not performed at least every 12 hours. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings, consequently missing severe low (hypoglycemia) or high (hyperglycemia) alarm or alerts.